Event description:
Pt underwent rotator cuff surgery in 2005 (exact date unk). Subsequently, the pt came in for a check-up complaining of pain. It was reported two implants pulled out requiring a second surgery. A second surgery (date unk) was performed to remove the magnum implants and a non-arthrocare device was used to secure the rotator cuff.